Manufacturer narrative:
The device was returned, the investigation has been completed and the results are as follows: DHR results: the DHR was reviewed for inclusive mini implant lot# 6116232 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: a review of stock product was performed for inclusive mini implant lot# 6116232 and found no additional product in stock. Investigation methods/results: the device was returned but not in original package. The implant was verified to be an inclusive mini implant 3.0 mmd x 10 mml (70-1068-imp0007) using radiographic template (gd-455-0512). There was no defect or non-conformity observed and the threads were intact. The complaint is verified based on the returned part but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. Root cause: "lack of primary stability" is a common complaint in regard to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for lack of primary stability is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality; either the bone was too soft, or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. Per the reported information patient's oral hygiene is noted as fair. IFU-4990 rev 3.0 (inclusive mini implant system) contains the following statement in the contraindications section: "patients should be evaluated before the time of surgery for factors that put them at risk from the implant placement procedure, or that may affect healing of bone or surrounding soft tissue. Implant placement in patients medically unfit for oral surgical procedures is contraindicated. Patients with systemic, localized or pharmaceutical treatment factors that compromise their ability to heal should be carefully evaluated. Do not place inclusive mini implants if there is not adequate bone width or height to contain the implant." IFU-4990 rev 3.0 (inclusive mini implant system) contains the following statement in warning section: "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin." IFU-4990 rev 3.0 (inclusive mini implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." IFU-4990 rev 3.0 (inclusive mini implant system) contains the following statement in precaution section surgical procedures: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. For best results, please observe the following precautions: all drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to. Prior to surgery, ensure that the needed components, instruments and ancillary materials are complete, functional and available in the correct quantities."

Manufacturer narrative:
The device has not been returned. If/ when the device is returned an investigation will be carried out and a supplemental report will be submitted.this complaint will be kept on record for track and trending purposes.

Event description:
It was reported that the inclusive mini implant o-ball failed. The patient's bone type is ii, and their oral hygiene is noted as fair. There is no medical or dental history prior to implant placement. The patient presented on (B)(6) 2023 for a primary procedure on tooth #20. The patient returned on (B)(6) 2023, within three weeks of implant placement, with complaints of pain. Upon examination, the provider noted inflammation and infection. Upon examination, the provider noted that the implant "failed" based on the dates noted in the questionnaire completed by the provider, a medical opinion was sought, and it was determined that because the implant was placed and removed in such a short time, it lacked stability.

Event description:
It was reported that three inclusive mini implant o-ball failed. The patient's bone type is ii, and their oral hygiene is noted as fair. The patient presented on (B)(6) 2023 for a primary procedure on teeth #20, 26 and 28. The patient returned on (B)(6) 2023, within three weeks of implant placement, with complaints of pain. Upon examination, the provider noted inflammation and infection. The provider determined that the implants lacked primary stability / failed to osseointegrate. The implants were removed at that time and not replaced. The symptoms resolved after implant removal and the patient had no permanent injury. No additional medical/surgical procedure was required.

Manufacturer narrative:
CAPA ca-00016. Manufacturer reference: (B)(4). Reports for the additional reported devices are found in the following medwatch reports: 3011649314-2023-00529. 3011649314-2023-00530.